Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd). It was reported that the patient was diagnosed with an infection and was hospitalized as a result of having the device implanted. The patient presented to the emergency department on (B)(6) 2016 for increased swelling and pain surrounding the right implantable neurostimulator (ins) pocket following the implant procedure on (B)(6) 2016. The patient was transferred to a infectious diseases specialist and a blood test was performed. The blood test resulted in a raised c-reactive protein (crf) of 105 and normal white cell count (wcc). The patient was treated with IV of flucloxacillin and was discharged on (B)(6) 2016; mild erythema swelling around the battery site was noted. A follow-up visit was planned to reassess the infection and the patient's oral antibiotics on (B)(6) 2016.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was discharged on (B)(6) 2017. It was also noted that the serious adverse event (sae) was resolved without sequelae on (B)(6) 2017; however, the right upper chest swelling remains ongoing.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40, lot# 0211637645, product type: lead. Product ID: 3389-40, lot# 0211433098, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced pain post-deep brain stimulation (dbs) surgery and swelling of the right breast so they were referred to a physiotherapist for pain management. Performing an ultrasound on the patient's breast where the implantable neurostimulator (ins) was located was discussed. No further complications were reported/anticipated.

Manufacturer narrative:
The additional information received revealed that this event is a duplicate of the event reported under report number 3004209178-201 7-13314. To this end, all additional information received will be submitted under report number 3004209178-2017-13314 rather than this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The additional information received revealed that this event is a duplicate of the event reported under report number 3004209178-201 7-13314. To this end, all additional information received will be submitted under report number 3004209178-2017-13314 rather than this report.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40 lot# 0211637645, explanted: (B)(6) 2017, product type lead product ID 3389-40 lot# 0211433098, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was receive from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was participating in an obsessive compulsive disorder (ocd) study and due to an infection, the implantable neurostimulator (ins) will be explanted on (B)(6) 2017; there are plans to replace the device. It was also noted that an infection (abscess) occurred over the patient's scalp leads and the health care provider (hcp) thought it was almost certainly related to their initial ins infection. The hcp also noted that based on the natural history, there will be an eventual breakdown of the thinned skin blister at the infection site, and the only active treatment option is removal of the deep brain stimulation (dbs) system; the patient was also previously treated with IV antibiotics. It was confirmed that the patient will continue treatment as there was some benefit to their ocd. No further complications were reported/anticipated.